Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer experienced an elevated blood glucose (bg) level with trace ketones. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The parent changed the infusion set, delivered a correction bolus and administered a manual insulin injection to address the high bgs. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.